Event description:
It was reported that during a routine pump replacement for end of battery life the catheter was noticed to be fractured and partially disconnected from the pump. The catheter was replaced. There were no symptoms reported. The medication delivered by the infusion system was not reported.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# unknown. Product type: catheter: product ID 8709, serial# unknown. Product type: catheter. (B)(4).